Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter was displaying an ¿error 2¿ message. Per the owner¿s booklet, an error 2 could be caused either by a used test strip or there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue started on (B)(6) 2014 at 8:00 a. M. The patient manages her diabetes with oral medication (unknown type), diet, and exercise and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient reported, 20 minutes after the alleged issue occurred, she developed symptoms of ¿shaking and crying¿. The patient denied receiving any treatment. At the time of troubleshooting, the cca documented that this was the first time the patient used the subject meter. The cca walked the patient through a retest and the issue was resolved. No replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.